Event description:
A 57-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient's spouse informed novocure the patient was admitted to the hospital on the same day for removal of a non-healing growth at the site of the surgical resection site scar. Optune gio therapy was temporarily discontinued. On (B)(6) 2025, novocure received patient's medical records from an outpatient appointment on (B)(6) 2025, indicating the presence of an abscess in the patient's right frontal scar area. The patient mentioned that this initially appeared as a pimple and was surgically removed under local anesthesia. The patient was discharged to home on (B)(6) 2025. On (B)(6) 2025, the patient's prescribing physician noted the patient was treated for a granuloma in the right frontal scar area. On (B)(6) 2025, novocure was informed that the patient was still discontinuing optune gio therapy. On (B)(6) 2025, the patient noted that histology of the abscess showed abnormalities. Thus, another outpatient surgery was scheduled for (B)(6) 2025, for removal of further skin tissue.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the abscess cannot be ruled out. Abscess is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Manufacturer narrative:
On march 03, 2025, novocure received a hospital summary indicating that the patient was hospitalized from (B)(6) 2025, to (B)(6) 2025. The patient had a reddened and pressure sensitive mass in the right frontal scar area since (B)(6) 2024, which started as a papule without fluid leakage, and required surgical treatment. The surgery was performed on (B)(6) 2025, without complications and the wound was improved at the time of discharge on (B)(6) 2025. Histological examination of the cutaneous mass revealed a squamous cell carcinoma with incomplete resection. The patient was referred to a physician in maxillofacial surgery. Novocure medical opinion is that the squamous cell carcinoma was not related to optune gio therapy. Squamous cell carcinoma is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).